Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that since a spinal surgery on 2016-03-03, she has been practically incontinent. The patient only felt the stimulation when making an adjustment. The patient typically feels the stimulation rectally which is the correct area. The system was turned off for surgery and the worsening symptoms began after surgery. The patient switched from program 1 at 0.7 volts to program 2 at 0.9 volts.

Event description:
Additional information received from the patient indicated that they were told since there was no evidence of a caudal block, the worsening symptoms and incontinence could get better. It was noted that they did not get better. The worsening of symptoms and incontinence were not entirely resolved. Several months after the surgery, the patient got tired of reassurances, and got an appointment with their urologist. At the appointment they had a "non-dynamic session" and had to wait for the results. Then, they had mesh surgically inserted. The healthcare provider had hoped to adjust the interstim system, but the patient had to return to maryland. It was noted that patient services had helped them change the program. Since this change, the patient had improved somewhat, but indicated that they would probably continue to adjust to get the best setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.